Event description:
It was reported that the customer experienced a blood glucose (bg) level of 44 mg/dl. Reportedly, customer initiated a correction bolus for an earlier bg level, the customer requested bolus was too large for customer¿s needs which lowered their bg to 44 mg/dl. Customer consumed carbohydrates to address bg level. Tandem technical support advised the customer to consult their healthcare provider to review settings and make adjustments.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.